Manufacturer narrative:
The biomed sam michels resolved the reported issue by replacing the damaged spring latch and cannot identify what caused the damage to the latch with the information available. The hospital biomed response was no ¿testing needed¿ and involved no patient injury. Spacelabs field service engineer made several attempts to acquire photos of the injury; none was provided. To resolve the issue, biomed replaced the damaged spring latch. The device remains in service at the customer site. This report is complete, and this issue is considered closed.

Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received on (B)(6) 2021, that the battery door spring gets bent and pops out from the retaining groove in the plastic and nurses¿ fingers get stuck by the spring when changing batteries.